Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The international customer reported a patient was disconnected from the ventilator tubing during the night. The ventilator alarmed for a short time then became silent. The patient's spo2 levels dropped to (min) 84%. The user bagged the patient. The customer reported there was an alarm message on the ventilator screen and the ventilator was functioning in the timed mode at the time of the event.

Manufacturer narrative:
Correction: the date the manufacturer's representative became aware of this issue is 4/28/2016. The hospital reported the ventilator was being used with a restrictive component (passy muir valve) that was beyond the proximal pressure line. This component lacks a mechanism to remind the clinician to deflate the cuff and may lead to barotrauma and rebreathing. This component likely caused high resistance which can defeat certain v60 patient alarms such as patient disconnect. Use of this component can also lead to inaccurate volume and pressure measurements. The manufacturer has a warning in the v60 device user manual which states "avoid adding resistive circuit components on the patient side of the proximal pressure line. Such components may defeat the disconnect alarm." The hospital reported a communication was issued to all intensivists and nurses and training was provided to the hospital nurses and doctors regarding alarm messages on the touch screen.

Manufacturer narrative:
Device evaluation: the hospital reported the ventilator was being used with an in line suction system (passy muir valve) that was placed beyond the proximal pressure line. This component likely caused high resistance when placed beyond the proximal pressure line since the valve is much like a one way valve which can defeat certain v60 patient alarms such as patient disconnect. Use of this component can also lead to inaccurate volume and pressure measurements.

Event description:
The international customer reported a patient was disconnected from the ventilator tubing during the night. The ventilator alarmed for a short time then became silent. The patient's spo2 levels dropped to(min) 84%. The user bagged the patient. The customer reported there was an alarm message on the ventilator screen and the ventilator was delivering in timed breath mode at the time of the event.